Manufacturer narrative:
The facility reported that an employee experienced exposure symptom after spilling a sample of rapicide pa high level disinfectant (hld) from their advantage plus automated endoscope reprocessor (aer). After medivators ra followed up with the facility, they reported the employee was removing a sample cup from the sample port to be tested when the contents spilled on their leg. They reported to have experienced a burn on their leg and flushed the area with soap and water. The employee was following the advantage plus aer user manual which instructs the user to dispense rapicide pa hld for mrc testing at the end of each cycle. The contents of this rapicide pa sample would be the hld use solution, which is rapicide pa highly diluted with water. Therefore, if the user rinsed immediately in accordance to the safety data sheet (sds) there would be no harm. It was not confirmed if the user was wearing proper protective equipment. It the employee did seek medical attention and the exposed area was reported to be fine after a few hours. The employee is reported to be doing fine. This will continue to be monitored in the medivators complaint handling system.

Event description:
The facility reported that an employee experienced exposure symptom after spilling a sample of rapicide pa high level disinfectant (hld) from their advantage plus automated endoscope reprocessor (aer).